Event description:
This device was not implanted because it was reported that at the implantation procedure, there was ventricular over-sensing seen while the generator was outside of the pocket. It was also reported that there was intermittent pacing.